Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4)v manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during set changes. Customer's blood glucose was 7.4 mmol/l. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to disconnect from the pump. The customer was advised to manually push plunger and verify the insulin exit the tubing. The customer stated the insulin exited the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery. The customer was that the device is working as designed in this instance. The customer stated they ae also intermittent problems with act button being sticky over the last week. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened dome switch. The keypad connector was inspected and no anomalies were noted. The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with minor scratches on the display window.